Event description:
It was reported that several patients felt an electrical shocking sensation during use of a cavitron plus scaler; no injury resulted.

Manufacturer narrative:
It is not possible to definitively determine whether the unit in question caused the sensation or if it was the result of electrical grounding issues at the office, vibration, or other factors. Though there was no report of injury, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Therefore,this event is reportable per 21 cfr 803. The unit involved was returned and evaluated for chassis current leakage, tip voltage, and compliance with internal specifications and ull requirements pertaining to current leakage through the applied part; the unit passed all tests.